Manufacturer narrative:
This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to suspected electrode friction in the header. The device was programmed to the primary sensing vector and has since been reprogrammed. No adverse patient effects were reported. The device and electrode remain implanted and in service. New information received indicates that another inappropriate shock was delivered in the secondary sensing vector. Boston scientific technical services (ts) guidance was requested. Ts reviewed the episode and noted mechanical noise and advised that the sense b node and lead/header connection be investigated further.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to suspected electrode friction in the header. The device was programmed to the primary sensing vector and has since been reprogrammed. No adverse patient effects were reported. The device and electrode remain implanted and in service. New information received indicates that another inappropriate shock was delivered in the secondary sensing vector. Boston scientific technical services (ts) guidance was requested. Ts reviewed the episode and noted mechanical noise and advised that the sense b node and lead/header connection be investigated further. The device and electrode was explanted and replaced. The explanted products are expected to be returned for evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to suspected electrode friction in the header. The device was programmed to the primary sensing vector and has since been reprogrammed. No adverse patient effects were reported. The device and electrode remain implanted and in service. New information received indicates that another inappropriate shock was delivered in the secondary sensing vector. Boston scientific technical services (ts) guidance was requested. Ts reviewed the episode and noted mechanical noise and advised that the sense b node and lead/header connection be investigated further. The device and electrode was explanted and replaced. The explanted products are expected to be returned for evaluation.